Manufacturer narrative:
Have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep) 2018-aug-13. It was confirmed the pump had flipped using a lateral x-ray. It was reported the patient came in for a titration of morphine and the patient reported they were having trouble with walking, but they were having good pain relief. The healthcare provider could not access the reservoir during the refill. The patient was programmed to minimum rate with 1000 mcg/ml of morphine after it was confirmed the pump was flipped. It was reported the patient was scheduled for a pocket revision on (B)(6) 2018. It was indicated the neurosurgeon did not believe the symptom (difficulty walking) was due to a surgical complication and was associated with the drug. The symptom resolved once the patient was programmed to minimum rate.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) 2018-sep-07. The catheter had been discarded and would not be returned to the manufacturer.

Manufacturer narrative:
The other relevant component includes: product ID 8780 lot/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 2020-06-12 UDI#: (B)(4). (B)(4) only applies to catheter serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-sep-25. It was reported that the patient was still complaining of leg weakness and they have alternated between minimum rate and lowering the dose. The caller stated that the doctor did a dye study today and it looked like the catheter was epidural; the hcp was going to request a CT myelogram to get a better reading of what was going on. The hcp said he got fluid back on aspiration, the pattern looked epidural. The patient had pain when injecting through the catheter; the fluid was very clear and not straw colored. The contrast was going way below the tip and it looked like it was epidural placement.

Manufacturer narrative:
Section 'device' information refers to the main device. The other relevant components include: product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter, ubd: 04/30/2020; UDI#: (B)(4); product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; ubd: 04/12/2020; UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep) 2018-aug-23. A revision was performed on (B)(6) 2018 and the doctor manually flipped the pump back. The doctor could not aspirate the catheter, so they replaced it. It was reported that it was unknown what caused the pump to flip. On (B)(6) 2018, the pump therapy was resumed with morphine. The patient reported on (B)(6) 2018 he was having trouble with his legs (trouble walking and they "felt funny"). It was reported the pump was turned back to minimum rate on (B)(6) 2018, where it will stay until (B)(6) 2018 when they may change drugs or change the concentration of the existing drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) 2018-sep-12. The rep stated that yesterday ((B)(6) 2018) the healthcare provider (hcp) put saline in the reservoir because they did not have the right drug. The rep stated the patient was going to have a refill on (B)(6) 2018 and they were going to switch to dilaudid to rule-out that the issues were caused by morphine. Technical services reviewed calculations and screen navigation for the priming bolus screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1000 mcg/ml of morphine at 200 mcg/day via an implantable pump for non-malignant pain. It was reported a pump flip was suspected. The rep reported they had an a/p (anterior to posterior) x-ray image showing the catheter coming off the pump at 9 o¿clock, indicating the pump was flipped. No symptoms were reported. The event date was provided as (B)(6) 2018. No further complications were reported or anticipated.